Event description:
Information was received from a patient(pt) regarding an implantable neurostimulator (ins). Patient stated that the implant battery does not last a day or a night. Agent reviewed with caller that the amount the implanted neurostimulator battery depletes is dependent on the settings and intensities and usage. Pt stated this is a "new thing". Caller confirmed they have not been increasing the intensities. Pt stated they are not running it high at 10, they have it set at 4. Pt mentioned they sometimes do not use the therapy but when their back is sore, they bump intensity up to 4. Agent asked caller if they had any recent falls/trauma and caller stated that they did shatter their hip 6 months ago and they are still recouping from that. Caller noted that all of their x-rays show that it is just looking like a little zipper with all of the leads connected. Pt does not have follow up hcp - agent provided name of closest hcp to their zip code. Agent redirected caller to their healthcare provider to further address the issue. Additional information was received, it was reported the patient charged it every night and in the morning they charged the implant. The patient noted it took forever to charge the implant. The x-rays showed the implant was still in place. The patient had it on 4-4.5 but that didn't last a full day. The patient changed to 8. The patient had no pain but the implant lasted less than a day. The issue was not resolved. Additional information was received from the patient (pt). They reported that their implant was charged to 100%. When they put their belt on, it says excellent, but then it would beep saying recharging needs attention. Pt noted their external device would be empty but the implant would only be charged to 60% after 2 hours and never stays charged for 2 days. Pt noted they were sent a new controller battery and they just deal with the problem. Pt noted they could get the implant to last longer on lower settings, but that the settings would be too low for them. On (B)(6) 2025 (B)(6) (con): caller stated their implant battery does not keep a charge and drains out; caller noted they only have it on 4 (agent understood as intensity) and the battery used to last them 3 days or so when it was brand new and should be at least at 60% based on when they last charged the implant yesterday at about 10 or 11am, but they woke up this morning at 7am and they had no charge in their implant. Agent reviewed information including that ins battery depletion rate is based on therapy settings and usage. Agent advised patient to monitor and redirected to hcp to further address if needed. When asked event date, caller reported like a year (confirmed 2024). Caller mentioned filling out a survey the manufacturer sent out and told them about their device not keeping a charge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.